Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/0424292), codman coils (cdf100408-30((B)(4)), cdf100510-30((B)(4)), cdf100310-30((B)(4)), cpl100306-30((B)(4)),cpl100306-30((B)(4)), cpl100204-30((B)(4)), and other non-codman coils of the of the ba-tip, and 10 months after the index procedure, recanalization of the treated aneurysm was revealed. Action taken was additional coil embolization. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of four months after onset resolved without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated.

Manufacturer narrative:
The report from clinical study japan pms enterprise for patient (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/0424292), codman coils (cdf100408-30(g11516), cdf100510-30(g12232), cdf100310-30(g12331), cpl100306-30(g11887),cpl100306-30(g12058), cpl100204-30(g12421), and other non-codman coils of the of the ba-tip indicated that 31 months after the index procedure, recanalization of the treated aneurysm was revealed. Action taken was additional coil embolization with trans-cell technique was utilized. However, regarding the additional coil embolization, there is no information about both the utilized devices and the implanted coils. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome a month after onset was resolved without squealed. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. The coils remain implanted. Review of the manufacturing documentation associated with the lots of the implanted codman coils presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00629, 2954740-2012-00630, 2954740-2012-00631, 2954740-2012-00632, 2954740-2012-00633, and 2954740-2012-00634.

Manufacturer narrative:
The report from the (B)(6) clinical study indicated that there was recanalization of the treated basilar artery tip aneurysm ten months after the enterprise vrd assisted coiling with six codman coils (B)(4) and nine noncodman coils. Post index procedure the aneurysm occlusion rate was 90%. At the time of 1 year follow-up (10 months post procedure), the aneurysm had an occlusion rate of 70% which required an additional coil embolization. The occlusion rate after the staged procedure was 90% with satisfactory appearance of the aneurysm with no issues noted. The event outcome as of four months after onset resolved without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. The patient medical history consisted of hypertension and previous coil embolization of ba tip aneurysm (details not provided). The unruptured saccular aneurysm neck was 8.2mm, and the neck to sac ratio was 8.2:14.9mm. The parent vessel size diameter proximal was 2.5mm and distally was 2.5mm. Heparin 3000u was administered intra-procedurally. The act was 118 seconds pre anticoagulation and 304 seconds post anticoagulation. After implantation of the coils the occlusion rate was 90%. The modified rankin scale (mrs) score pre-procedure was 0 and was 0 one day, one month and at one year follow-up. Antiplatelet therapy included ongoing aspirin 81mg/day ten months before index procedure and clopidogrel 75mg/day beginning approximately three weeks prior to the index procedure. The coils remain implanted. Review of the manufacturing documentation associated with the lots of the implanted codman coils presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00629, 2954740-2012-00630, 2954740-2012-00631, 2954740-2012-00632, 2954740-2012-00633, and 2954740-2012-00634.

Manufacturer narrative:
Antiplatelet therapy included aspirin 81mg/day: (B)(6) 2009, clopidogrel sulfate 75mg/day: (B)(6) 2011, heparin 3000u was administered intra-procedurally. Prior to implanting the vrd, ksaw-5.0-18/38-90-rb-shtl, chaperon/terumo, 606-s255x(15257521), gt/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker, silverspeed/covidien (B)(4), v-track/terumo(total 5), ed/kaneka(total 4), cdf100408-30((B)(4)), cdf100510-30((B)(4)), cdf100310-30((B)(4)), cpl100306-30((B)(4)),cpl100306-30((B)(4)), cpl100204-30((B)(4)). No further information is available and procedural images are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00629, 2954740-2012-00630, 2954740-2012-00631, 2954740-2012-00632, 2954740-2012-00633, and 2954740-2012-00634. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.